Manufacturer narrative:
The field service engineer found that there is a leak in one of the rinse tubes. The customer found a hole in one of the rinse tubes and cut the tube back to remove the hole. The engineer checked the rest of the tubes for holes and none were found. Precisions studies were performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable result for 1 patient sample tested with the na electrode on a cobas 6000 c (501) module. No incorrect results were reported outside the laboratory. The customer indicated that there was moisture on top of the reaction cells. On (B)(6) 2022 the sample initially resulted in a na value of approximately 165 mmol/l. The sample was repeated on the same analyzer and the result was approximately 140 mmol/l. The sample was repeated on a second analyzer and the result was approximately 140 mmol/l. The lot number of the na electrode is x96 with an expiration date of 31-jan-2024.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 and was acceptable. Qc was acceptable. An "abnormal probe sucking" error was observed on the alarm trace data. This is an indication of possible poor sample quality. A "sample short" error was also observed. The service actions (replacing the tubing) resolved the issue.